Event description:
Procedure: vats. According to the reporter: when the cartridge was attached to the handle the jaws would not open. This was noticed during a test on the back table. No pt contact. No reinforcement material was used during the case.

Manufacturer narrative:
(B)(4).